Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the service team identified the device had foreign material in auxiliary water channel and roughness in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the rough image was traced to component failure. However, the probable cause of the foreign material in auxiliary water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.